Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 01/06/2017.